Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating on the connecting tube was peeling, watertightness was lost due to pinching on the bending section rubber, the distal end was scratched, the bending section rubber was cut, the up/down plate was scratched, the control unit was scratched, bending angle in the up/down direction was out of standard, and the insertion tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bronchovideoscope had leakage from the bending section rubber and reduced angulation. The issue was found during reprocessing. Inspection and testing of the returned device found the coating on the connecting tube was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Correction to g3 of the initial medwatch. The aware date should be 14-dec-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the degradation of the coating on the connecting tube due to physical stress, chemical stress, storage environment, etc. Supporting information for this root cause was: coating at the insertion section peeled off. The insertion tube was scratched. IFU provides cautions on physical stress, reprocessing method and storage environment of device. Physical stress, chemical stress, storage environment, etc. Were assumed as cause in the similar complaints. The event can be prevented by following the instructions for use which state: ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet- rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.